Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.